Event description:
It was reported that the user experienced hypoglycemia earlier in the day, treated it with a full glass of regular soda, and subsequently noted hyperglycemia with a glucose value of 267 mg/dl while using the ilet system with a dexcom g7 and subcutaneous infusion set. Symptoms included low blood glucose followed by elevated blood glucose. Outcomes included resolution guidance through education, with no alarms, no injury, and no medical intervention or hospitalization. Investigation included customer care troubleshooting and use education. Investigation of this case revealed user-related overtreatment of hypoglycemia and appropriate device behavior, with the ilet correction feature expected to reduce hyperglycemia. It was concluded that the event was related to user management of hypoglycemia rather than a device malfunction, and the device performed as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.